Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 414 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. During a follow-up call, the customer reported that the pump battery was depleting as expected.